Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the sensor tail indicating that sensor tail was properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low blood glucose reading on the adc device and the customer did not notice a trend arrow on the device. As a result, the customer experienced symptoms of "fainting, heartburn, nausea, cramps," a seizure, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 730 mg/dl compared to a blood glucose reading of 182 mg/dl on the adc device. The results/comparison readings when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was for 6 days. The hcp provided unspecified infusions for 4 days as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low blood glucose reading on the adc device and the customer did not notice a trend arrow on the device. As a result, the customer experienced symptoms of "fainting, heartburn, nausea, cramps," a seizure, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 730 mg/dl compared to a blood glucose reading of 182 mg/dl on the adc device. The results/comparison readings when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was for 6 days. The hcp provided unspecified infusions for 4 days as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.